Event description:
Customer reports physical damage to insulin pump. Customer states that insulin pump has a crack near the rim of the reservoir chamber. Customer's blood glucose was 111 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had cracked reservoir tube lip, cracked reservoir tube, cracked display window, cracked case at display window corner, and a missing end cap sticker. (B)(4).